Manufacturer narrative:
The field service engineer replaced the entire tubing of the reaction cell rinse stations and performed checks. The investigation determined the service actions resolved the issue. This event occurred in gbr. (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for two patients with the cobas 8000 c702 module. On (B)(6) 2021, patient 1 initial crea2 result was 1849 umol/l. The repeated result was 56 umol/l. On (B)(6) 2021, patient 2 initial ca2 result was 1.4 mmol/l. The repeated result was 2.31 mmol/l. The questionable results were not reported outside the laboratory. The reagent lot numbers and expiration dates were requested but not provided.